Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. The cartridge and infusion set were changed to resolve the occlusion. Subsequently, multiple cartridge change errors occurred while attempting load multiple cartridges. Blood glucose (bg) was ranged from 350 to over 500 mg/dl. Insulin injections were administered to address bg and customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been performed and the alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged cartridge change error was verified.